Manufacturer narrative:
(B)(4). Medical devices: item# 00801802801 femoral head sterile product do not resterilize 12/14 taper lot#61382314 ; item# unknown cup lot# unknown; item# unknown stem lot# . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 2018 03399; 0001822565 - 2018 -03400; 0001822565 2018 -03401.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient is being considered for revision on unknown date for unknown reason. Attempts have been made to obtain additional information; however, none is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: reported event was confirmed by review of x-rays. X-rays were reviewed and it was reported overall fit appeared appropriate and dislocation of the left hip was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient had a revision procedure possible due to dislocation of the patient's left hip implants. Attempts have been made to obtain additional information; however, none is available.